Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture on the presenting electrogram. Right ventricular automatic capture was programmed on so backup pacing was delivered. This patient is not dependent. Technical services provided reprogramming recommendations. This rv lead remains in service. No adverse patient effects were reported.